Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the door closing switch was adjusted as the unit was not engaging fully. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door was not opening and closing properly. It was reported that when attempting calibrations, they could not be performed as the gantry door could not close. Invalidating home on the imaging system did not restore functionality. There was no patient present when this issue was identified.